Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago, based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure. The explanted device will not be returned.